Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision, lack of contrast and washed out. Additional information was requested and received reporting patient is miserable and struggling to do daily activities. There are two medical device reports associated with this patient. This report is associated with the right eye.